Manufacturer narrative:
Patient was given levaquin as intervention medication and topical antibiotic mupirocin ointment for preventative post care treatment. User of device treated on patient's skin area that was previously affected from a prior surgery. This treatment, however, was not performed per the clinical guidelines since it contraindicates against performing laser procedures upon skin where a patient had a previous procedure/surgery. This incident led to the patient developing an infection on the affected treatment area. Customer site declined a device evaluation from cynosure, but informed that the device was operating without any problems. This event is reportable because the patient had intervention medication. Patient is now healing well. Customer declined and user error.

Event description:
Patient had intervention medication for a burn that developed on its abdomen.